Manufacturer narrative:
To date the intraocular lens (iol) remains implanted; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens was reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient reported that after implantation of a pcb00 intraocular lens (iol), into her left eye, that she cannot see out the left side of this eye. Reportedly, the patient has blurry vision in field of view in which she has vision and reported the occurrence right after implant of the lens. Patient has gone to all her post op visits and had done what she has been asked. Patient has complained to the doctor at each follow-up that she cannot see from the left side of her eye and doctor keeps telling her that her vision will get better. The patient no longer feels comfortable driving at night and only does so if absolutely needed. The patient would like to have a new lens inserted; but has yet relayed this information to the doctor. Patient is continuing to follow up with her doctor. Patient reports that there have not been any post-op procedures nor was any injury reported during the initial procedure. No further information was provided.